Manufacturer narrative:
(B)(4)

Event description:
Patient was revised to address subsidence and loosening of the tibial tray at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.